Event description:
Caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised monitoring and a follow-up if the time discrepancy recurs. Caller understood and acknowledged the instructions.